Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The patient presented chronic atrial fibrillation since implant. Health care professional (hcp) mentioned the patient will present to a cardio version in a couple of weeks and hcp will discuss options with electro physician for a resolution. This lead was explanted and replaced due to dislodgment during follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Then testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding undersensing nor dislodgment.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The patient presented chronic atrial fibrillation since implant. Health care professional (hcp) mentioned the patient will present to a cardio version in a couple of weeks and hcp will discuss options with electro physician for a resolution. This lead was explanted and replaced due to dislodgment during follow up. No additional adverse patient effects were reported.